Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. A visual inspection was performed. Surface morphologies and chemistries observed on the neck to stem trunnion indicated material transfer from stem to neck, fretting and mechanically assisted corrosion were processes taking place to varying degrees at different locations along this taper interface. No corresponding mechanisms were observed on the neck to head trunnion. No material or manufacturing defects were observed on the surfaces examined. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, "the patient was having pain so the surgeon revised."